Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -14.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for toric lens due to refractive surprise and the problem resolved. Cause of event was unknown.

Manufacturer narrative:
Corrected data: h10- claim# (B)(4) should be corrected to claim# (B)(4). Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6: medical device problem code: 1494 off-label use (acd<3.0mm). Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic torn and haptic torn/broken/bent. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).